Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted the device was cracked on the lower right corner of the top case. Review of the error history log found "force sensor test". Functional testing found the "force sensor test" error was found at power up and the reading of force sensor is out of the required specifications. Root cause was attributed to the force sensor being out of calibration. What caused this to occur could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced top case for physical damage. Also cleaned and greased the whole motor assembly. Performed force sensor calibration and all functional testing passed.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a "force sensor failure." It is unknown if there was patient involvement, no adverse patient effects were reported.